Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction contributing to the event.electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. As received the cable connecting the distribution node and rear therapy electrodes were pulled from the strain relief, damaging the pulse wire within the distribution node. The root cause of the pulled cable was excessive force on the cable section. There is no indication that the damage caused or contributed to the patient death as review of the event indicates the device was able to detect an ECG signal and delivered a six full energy pulse. The damage was likely sustained during resuscitation efforts by medical professionals or during the device removal.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. The patient's mother reported that the patient passed away due a heart attack but the lifevest "did not do anything." The patient's mother indicated that the patient went to her door and reported that he wasn't feeling well and then fell down. She reported that the lifevest shocked the patient at that time and that they called ems who took the patient to the hospital. It was reported by the patient's physicians that the patient was in vfib arrest at the time of arrival. Per review of the event, patient was shocked by the lifevest 6 times. The device appropriately detected vf at 11:57:10 am. During the first two treatments, delivered at 11:58:29 and 11:59:18 am, the patient was in vf. The patient's post shock rhythms was vf and vt, respectively. The device delivered three additional shocks between 11:59:18 am and 12:00:18 pm while the patient was in vt, the post-shock rhythms remained vt. After the fifth treatment, the vt rate fell below the prescribed treatment threshold and the device exited the detection sequence. Five minutes later, the device detect vf. The sixth treatment was delivered while the patient was in vf and the post-shock rhythm was sinus bradycardia at 40 bpm. At 12:10:41 the device again detected vf with CPR artifact visible. The response buttons were pressed multiple times, preventing any further treatments. It is unknown exactly who was pressing the response buttons at this time. At around 12:42 pm, the ECG recordings indicated that the patient's rhythm had transitioned to asystole with intermittent cardiac activity prior to disconnection of the electrode belt at 12:52:16.